Manufacturer narrative:
E1/full establishment name: (B)(6). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the opening angle of the tip grip of the rigid endoscopic tissue manipulation forceps was insufficient. The issue occurred during preparation for use for an unspecified therapeutic procedure. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3. H6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the opening width was small due to defective parts. Olympus will continue to monitor field performance for this device.